Event description:
Patient reported "ultrasound control, one of the implants is leaking" to unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d4, d.6a, d.6b, g2, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported "ultrasound control, one of the implants is leaking" to unknown side. Healthcare professional later reported right side rupture. Device has been explanted.